Event description:
Customer reported that 5 student athletes contracted a staph infection transmitted through the sharing of shorts while using the alterg anti-gravity treadmill. Per the customer: about 5 cases. Diagnosed by a medical doctor. Happens with college age female athletes who have some chafing issues between their legs. The staph makes the problem a lot worse.

Manufacturer narrative:
Per statements from customer, multiple uses of the shorts garment were happening between wash cycles. The impacted facility hired someone to come in and test the ph of the water. They are confident in the disinfecting at the water temp they are now using (no longer cold water) will resolve the issue. The site has also bought more shorts garments to eliminate the need for sharing of the garments between wash cycles. Alterg will evaluate the labeling instructions for appropriate handling and use of shorts to users; updating instructions as appropriate. Alterg will continue to track this issue in our complaint system for re-occurrence as well as effectiveness of any changes implemented.